Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the nurse was trying to rewarm patient since 7:48. Device did not seem to be warming the patient. Mis checked event log and device has been alerting 113 reduced water temperature control. Patient temperature was 33c, target temperature was 37c, water temperature was 27.8c. System diagnostics were outlet monitor temperature (t1) was 20.2c, outlet control temperature (t2) was 18.7c, inlet temperature (t3) was 27.3c, chiller temperature (t4) was 9.2c, water flow rate was 3.7 lpm, inlet pressure was -8psi, circulation pump command was 87 percent, mixing pump command was 0, heater was 100, water reservoir level was 3, system hours was 4516.5, pump hours was 4051.6. While reading diagnostics device started leaking water from the bottom. Water reservoir level did not show overfill. Mis advised to swap out device and send to biomed labeled 113. They have another device available they could use.

Event description:
It was reported that the nurse was trying to rewarm patient since 7:48. Device did not seem to be warming the patient. Mis checked event log and device has been alerting 113 reduced water temperature control. Patient temperature was 33c, target temperature was 37c, water temperature was 27.8c. System diagnostics were outlet monitor temperature (t1) was 20.2c, outlet control temperature (t2) was 18.7c, inlet temperature (t3) was 27.3c, chiller temperature (t4) was 9.2c, water flow rate was 3.7 lpm, inlet pressure was -8psi, circulation pump command was 87 percent, mixing pump command was 0, heater was 100, water reservoir level was 3, system hours was 4516.5, pump hours was 4051.6. While reading diagnostics device started leaking water from the bottom. Water reservoir level did not show overfill. Mis advised to swap out device and send to biomed labeled 113. They have another device available they could use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.